Manufacturer narrative:
Corrected fields: e1 (inadvertently missed on the initial). B5 clarification: transurethral lithotripsy (tul). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force, user error, and/or improper handling. In addition to the reported event, the following malfunctions were also found during the device evaluation; the outer tube was bent, the objective lens was damaged, and foreign material was found adhered to the internal lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus telescope due to a leaking problem during a therapeutic tul procedure. According to the initial reporter, the intended procedure was completed using a similar device without any harm to the patient. During the device evaluation, it was discovered that the plan glass at the distal end was damaged. This report is being submitted to capture the damaged plan glass found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was evidence of moisture intrusion present. Additionally, as noted in b5, the glass at the distal end was found broken, and the unit was producing an unusual noise. If additional information becomes available following the device evaluation, a supplemental report will be filed.